Event description:
In 2008, the pt and her husband reported that while trying to change the insulin cartridge of her infusion device, the piston rod would not reset and she received an e7 (electronic error) message. She said she cleared the error, reinserted the battery and tried to reset the device but the piston rod would not fully retract after several attempts. She stated she went to work with injection therapy supplies and when she arrived her blood glucose reading was 508 mg/dl. She stated she had blurry vision and treated her reading by injecting 20 units of insulin and later another 10 units of insulin. At lunch, she said her reading was 84 mg/dl and it has remained within her normal range of 70-120 mg/dl. During troubleshooting, it was discovered the pt was using a lithium battery at the time of the incident. The pt was advised to use an alkaline battery or as otherwise recommended in the manual. She stated she had changed to an alkaline battery when she came home from work and was able to successfully reset her infusion device. She said she is currently using the device. Troubleshooting did not find any product issues. The pt stated she though it "took forever" for the piston rod to retract and she saw a "silver thing" she had not previously seen so she requested a replacement device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.